Event description:
Procedure type: low anterior resection. According to the reporter: the procedure date is unknown. The stapler was inserted transanally to the distal staple line and the stapler was fired in the usual manner. Upon removal of the device and subsequent examination of the donuts, there appeared to be no distal donut. The proximal donut was complete. Upon inspection of the staple line with a sigmoidoscope, the staple line appeared to be complete and normal. As a matter of caution, the surgeon defunctioned the patient by creating an ileostomy. Six days postoperatively, the staple line leaked. The patient's hospital stay was extended. The patient will have a revision of the ileostomy when the staple line leak stops.

Manufacturer narrative:
(B)(4).